Event description:
It was reported that during a gastric bypass procedure, during the second firing, the device cut but did not staple. The surgeon had to sew by hand to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
.